Event description:
The customer reported that the device does not switch on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device does not switch on. There was no report of pt involvement. The customer isolated the issue to a failed ac power supply. Philips shipped the customer an ac power supply to resolve the issue.